Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer felt nauseated, hot and felt aches. The customer was treated for the high blood glucose with a bolus after a set change on their insulin pump. The customer was assisted with trouble shooting and found that the drive support cap was flush with the case. The customer retuned the insulin pump for analysis.